Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported that every time they try to charge their implanted neurostimulator (ins), it started getting real slow at charging and sometimes they would have to charge the controller from the ac power supply to 100% to finish off charging. Patient said they would get poor recharge quality and other messages, but they did not recall what the other messages were. Patient mentioned that at one time they got a screen stating charging terminated on the controller, so they messed with the recharger ring 3-4 times and got it to start working again. Patient then said they had charged their implant to 50% saturday afternoon, but then their dog had to go out and pee so they turned the controller off and when they came back, they could not get it hooked up again and kept seeing poor connection/no connection. Patient stated they would reposition the paddle so much that the implant site became sore. Patient stated they can feel exactly where the implant is at the lump in their back. Patient stated it would take forever to charge, sometimes 1.5 hours to charge just to 30%. Patient stated once they did get charged, the stimulation would last about four days or so. Agent had patient reset controller by removing and reinserting li battery pack. Patient confirmed no damage to controller port or to recharger cord/pins. Patient attempted to start a charging session of their implant but reported seeing no device found. Patient pressed recharge and entered passive recharge mode. Patient reported seeing numbers 4-5-10. Patient repositioned the paddle and the numbers jumped up to 0-25-30. The issue was not resolved. An email was sent to the repair department to replace the recharger. Patient then stated they pressed stimulation on button, and saw the implant battery was not depleted, and was in the green and about halfway charged still. The issue was not resolved. Agent sent email to repair to replace both recharger and controller. When asked for the event date, patient stated that it was probably this last year off and on but they could always get it working and it had slowly gotten worse. Patient mentioned their implant had worked so great for them they had never had to go back to see their doctor. Patient called back stating he received the replacement controller and is getting software problem 1. Intellis 2. 3.6 3. 245 4. Ensi nterfacesm.c. After second reset of controller this was cleared.' Patient connected the recharger to start a charging session and controller is showing rm03. Patient reset controller again and is seeing the passive recharge screen and then that stops and it goes to rm03 again. Agent sent request to repair to replace the recharger. Pt will call back if he needs further assistance. Patient called back stating that they got the new recharger and they were going through the pairing process, but they weren't sure what the number was on the found screen. Agent reviewed requested information with the pt. Agent guided the pt through the rest of the pairing process. Pt confirmed that the pairing was successful. Pt was able to start recharging the ins with an excellent connection. Pt said that last night they discovered that the issue was with the old recharger. Pt said that there was a little blue wire sticking out of the cable. Pt mentioned that the old recharger had gotten hot while trying to recharge the ins as well. See pe#: (B)(4) - patient also mentioned that they had called patient service in the past for a different issue and was instructed to take the battery out and redo things in the back, which started working pretty good for a while after that.

Manufacturer narrative:
Continuation of d10: product ID: 97755, lot#serial#: (B)(6), product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.